Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen with fading lettering. Evaluation also revealed evidence of contamination under all of key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/18/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: evaluation revealed that the display screen was dim and discolored with fading lettering. The keypad was found to be torn along the left side of the up arrow and down arrow button. All of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all of key contacts. (B)(6).